Event description:
It was reported that the pump touchscreen was cracked rendering the screen unreadable and unresponsive. There was no reported impact on the customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy.